Event description:
Complainant alleged that during a routine shift check by a clinician, when the device was powered on it inappropriately displayed a "paddle fault" message with multifunction cable attached. The complainant indicated that there was no patient involvement in the reported failure.